Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/15/2021. H.6. Investigation: customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification bdic/bcid2 panels. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention and returned good samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention and returned good samples and batch history record review results. As per product insert a gram-stained smear from culture medium may contain small numbers of nonviable organisms derived from media constituents, staining reagents, immersion oil, glass slides, and specimens used for inoculation. Due to the nature of biological materials in media products and inherent organism variability, the user should be cognizant of potential variable results in the recovery of certain microorganisms. Molecular tests performed on positive blood cultures will detect both viable and non-viable organisms commonly found in culture media. Therefore, molecular test results should be evaluated in conjunction with gram stain results in accordance with standard-of-care practices as well as manufacturer¿s instructions for use. Refer to customer letter bd-43184. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), two false positive test results were observed by the laboratory personnel. A biofire test was used to confirm the contamination. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: customer has 442023 bottles, lots 1160561 and 1180172, that the biofire has resulted out acinetobacter but the customer did not get it to grow in culture. Two patient samples from lot 1160561 were run and dual positive results came up on the biofire. The customer also ran 1 uninoculated bottle from lot 1160561 and 1 bottle from 1180172. Both bottles resulted as acintobacter calcoaceticus-baumanni complex. Gram positive cocci was reported from gram stain customer states they do not think they were specifically treated for the acinetobacter. Patient had additional issues and was already on vancomycin and cephapime so they would not have done additional treatment specifically for the acinetobacter. The customer also states they let the doctor know the acinetobacter did not grow in culture and the doctor was suspicious of the biofire result at that point.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic), two false positive test results were observed by the laboratory personnel. A biofire test was used to confirm the contamination. There was no indication that results were reported, and there was no patient impact. The following information was provided by the initial reporter: customer has 442023 bottles, lots 1160561 and 1180172, that the biofire has resulted out acinetobacter but the customer did not get it to grow in culture. Two patient samples from lot 1160561 were run and dual positive results came up on the biofire. The customer also ran 1 uninoculated bottle from lot 1160561 and 1 bottle from 1180172. Both bottles resulted as acintobacter calcoaceticus-baumanni complex. Gram positive cocci was reported from gram stain customer states they do not think they were specifically treated for the acinetobacter. Patient had additional issues and was already on vancomycin and cephapime so they would not have done additional treatment specifically for the acinetobacter. The customer also states they let the doctor know the acinetobacter did not grow in culture and the doctor was suspicious of the biofire result at that point.